Event description:
Additional information was received that the loss of capture was due to normal edema from implant.

Event description:
During an in-clinic follow-up, increased capture threshold which resulted in loss of capture was observed on the right ventricular (rv) leadless pacemaker (lp). The lp was reprogrammed to resolve the event. The patient was in stable condition.